Manufacturer narrative:
Other applicable components are: product ID: 3998, lot# j0511536v, implanted: (B)(6) 2005, product type: lead. Date of event: date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins) for complex regional pain syndrome type 1 and spinal pain. It was reported that the patient was possibly going to have a lead revised due to high impedances on the lead. Additional information received from a manufacturer's representative on 2019-jun-11. It was reported that the cause of the high impedance issue was unknown. Surgical intervention was not planned or scheduled at this point. No further complications reported.